Event description:
It was reported the pt's device had turned off by itself approx 4 times in 3 weeks. Impedances readings were >3600 ohms for 0,15,7 which are used in the pt's groups. The usage was checked and found to be 99% with group a 65% and group c 35%. The pt stated he used only 2 of 4 groups, a and b, that have been programmed. The MFR's rep attempted to reprogram around the leads using known good electrodes, no outcome was reported. The pt had lost 150 lbs in the past 8 months. No further outcome was reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.